Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the patient was experiencing recurring incontinence, due to urethral atrophy at the cuff site. The previous 61-70 ml pressure regulating balloon (prb) was removed and replaced for a new 71-80 ml prb. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. A review of product records found no evidence that the device failed to meet specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered "known inherent risk of device". This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. The ams800 pressure regulating balloon was visually, and microscopically inspected. No leaks were found. The balloon was unable to be functionally tested due to unknown product specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the patient was experiencing recurring incontinence, due to urethral atrophy at the cuff site. The previous 61-70 ml pressure regulating balloon (prb) was removed and replaced for a new 71-80 ml prb. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as it becomes available.